Event description:
Spontaneous call to after-hours service from patient¿s daughter stating that cadd legacy pump sn (B)(4) is malfunctioning showing ¿no disposable, clamp tubing¿ and sounded panicked, advised to clamp the tube, stop pump and switch to back up pump. Patient¿s sister, was also present and suggested I call back in 30 minutes while they mix and switch to backup pump. Outbound call to patient, switch to backup pump successful without long interruption in therapy. Patient doing well. Did we replace device? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by patient/ caregiver.